Manufacturer narrative:
Patient 2 medications: calcium, cetalopram, levothyroxine, lisinopril, lovastatin, multivitamin. Patient 3 medications: alfuzosin, celebrex, diltiazem, flecainide, losartan, lovastatin, omeprzaole, vardenafil, warfarin.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed (B)(6) 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Event description:
The user received high calcium results from the integra 400 serial number (B)(4) and provided results for four patient samples. All repeat testing was performed on (B)(6) 2010. All results are in mg/dl. Patient sample 1 original result was 11.7 with a data flag and the repeat result was 9.4. Patient sample 2 original result was 11.6 with a data flag and the repeat result was 9.4. Patient sample 3 original result was 11.6 with a data flag and the repeat result was 9.8. Patient sample 4 original result was 12.8 with a data flag and the repeat result was 10.0. The original results were reported outside the laboratory. The user stated patient 4 was treated with "2 IV bolus fluid". No further information could be provided. It was unknown if any patients were adversely affected. The user replaced the calcium reagent cassette with a cassette from reagent lot number 62802801 and had no further issues.